Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that I inserted a PICC line for a lady 14/10/2024. She has been coming to see for the last 2 dressing changes as she developed a rash. Today while conducting a dressing change, I attempted to flush/aspirate the line upon completion. There was some resistance, and she felt instance pain on flushing. I was unable to aspirate. A lump then formed in her armpit above the insertion site. She is an oncology patient. So I decided to remove the line. Upon review of the removed line @ the 7cm mark there is a hole in the line. Securacath was used to secure the line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that I inserted a PICC line for a lady (B)(6) 2024. She has been coming to see for the last 2 dressing changes as she developed a rash. Today while conducting a dressing change, I attempted to flush/aspirate the line upon completion. There was some resistance, and she felt instance pain on flushing. I was unable to aspirate. A lump then formed in her armpit above the insertion site. She is an oncology patient. So I decided to remove the line. Upon review of the removed line @ the 7cm mark there is a hole in the line. Phil is on a/l for 6 weeks, so I am trying to navigate procedures. Securacath was used to secure the line.